Manufacturer narrative:
Additional information provided in b.5., d.9., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history review showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specification as per service installation record. During onsite visit the reported event could be confirmed by the responsible field service engineer. The field service engineer has tightened the gas lines and replaced the argon fluoride gas line seal washer as a preventive measure. Field service engineer performed system verification as per service installation record. No part is expected to be returned to manufacturer for evaluation. No patient was harmed due to this reported issue, as the issue occurred when the system was shut down. The gas lines were inspected but no loose connections from gas bottle output to laser head were detected. No visual defects could be observed at the gas bottle seal. According to the field service engineer, users have never noticed the smell of gas in the room. The field service engineer checked the laser head pressure and it had been steady for the last six months. The root cause of the reported issue could not be determined, as no device related problem or malfunction could be detected. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that a gas meter alert was reported in the procedure room. The exact cause of the alert remains unclear at this time. While no visible defects were found on the bottle seal, it was replaced as a preventive measure due to recent reports of similar failures from other field service engineers. Additionally, the gas lines were inspected and tightened as a precaution, with no loose connections identified between the gas bottle output and the laser head. It is suspected that if a minor leak did occur, it may have been worsened by the gas bottle being left open for several days. The alarm was triggered while the system was shut down. The laser had not been activated that day until the field service engineer arrived. No gas smells or additional alarms were noted during servicing. There was no patient harm reported.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that a gas meter alert was reported in the procedure room. The exact cause of the alert remains unclear at this time. While no visible defects were found on the bottle seal, it was replaced as a preventive measure due to recent reports of similar failures from other field service engineers. Additionally, the gas lines were inspected and tightened as a precaution, with no loose connections identified between the gas bottle output and the laser head. It is suspected that if a minor leak did occur, it may have been worsened by the gas bottle being left open for several days. The alarm was triggered while the system was shut down. The laser had not been activated that day until the field service engineer arrived. No gas smells or additional alarms were noted during servicing.